Manufacturer narrative:
Complained product will not be available.

Event description:
Head itself separated from the shaft while brushing: oral-b power oral care refills [device breakage]. Case narrative: consumer stated via phone that while brushing, the head itself separated from the shaft. No injury was reported.